Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional additionally reported the event resolved a month post-onset.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the gonial angel and anterior jawline with 2 ml of juvéderm® volux¿ xc, in the mediolateral midface/preauricular with 2 ml of juvéderm® vollure¿ xc, in the labiomental sulcus with 1 ml of juvéderm® volbella¿ xc, and in the mediolateral cheeks with 1 ml of juvéderm® voluma¿ xc. Four months later, the patient presented with ¿inflammatory lesions¿ at the injection sites, with the chin being the most prominent area to look ¿inflamed with a nodule.¿ the patient was treated with clarithromycin 500mg po bid x 14 days and prednisone 60mg po x 1 day, 40mg x 2 days, 20mg po x 2 days, 10mg po x 1 day, 5mg po x 1 day. The event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-21383), (B)(6) (emdr-21384), (B)(6) (emdr-21387). This emdr is being submitted for the suspect product, juvéderm® vollure¿ xc.